Event description:
Additional information was received from the patient. It was reported that was the bladder is leaking all the time. Yesterday it got bad. They were getting gas for their car and went to sit in the seat and their bladder almost emptied. Patient said they were at 1.7v after surgery, and yesterday they went up to 2.1v. Tss asked when the issue started. Patient said, last time she called into medtronic, a couple months ago. It was before christmas. Patient said they never had accidents since surgery. Patient has had no falls since implant. I asked if when she increased the stimulation yesterday if she went to the point she couldn't increase anymore without it hurting. She said, no. Patient on the call increased the stimulation to 2.4v. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt reported they have been leaking lately. Pt provided event date as since doi. Agent inquired if pt has been getting 50% reduction in symptoms and pt stated they have been "probably" getting more than that, but stated with trial pt was getting 100% reduction in symptoms with no leakage. Reviewed therapy overview and expectations. Pt stated they were told a couple weeks ago to wait a couple weeks and then "turn my thing up to an 8 or 9". Pt stated they think this was the setting pt was on with the trial. Pt confirmed therapy was on at 0.7v and increased stimulation to 0.9v and confirmed feeling tingling normal feeling of stimulation comfortably. Pt mentioned a couple weeks ago pt changed therapy to "1.7 and the other number was 7" and then was advised to change therapy setting again in a couple weeks. Agent did not ask a bout the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Assisted pt in making therapy changes on call. Pt called back later because they were told they could have ablation of knee, and the facility talked to the pain representative and they said pt could. Reviewed the ablation guidelines. Pt talked to representative and they had told pt to raise the simulation. Pt was at 1.7 and raised to 1.9. Pt was having more leakage. Pt said they changed it about a week and a half ago. Pt said they could really feel the stimulation with the trial and doesn't with the permanent device. Told pt they could try increasing stimulation again to point it is slightly uncomfortable and then back off to where it is comfortable. Then monitor the symptoms to see if they improve. Additional information was received from the patient on (B)(6) 2021. They reported that they had some leakage lately and stated that the person they had talked to last time said to increase until you let it and then back it down one. The patient wanted to know if that was what they should do again. Patient services advised the patient ¿yes,¿ they should try to increase the stimulation as long as it was comfortable. The patient stated they knew how to adjust the settings and that they would adjust it once they got off the phone. Additional information was received from the patient on (B)(6)2021. They reported that they normally kept their stimulation at 1.9v and they went to turn it on that morning and noticed it was at 1.2v. The patient stated they didn¿t believe they did this so they were inquiring if the device could just do this. The patient stated they had been having a lot of problems with leakage and confirmed that this was an ongoing issue from what was already reported. The patient stated that the last couple of days they had been going through 8 pads a day and that they now have tried turning it back up but they could only go to 1.6v and have it still be comfortable. Patient services did walk the patient through how to switch programs as the patient had never tried another program and patient services recommended that the patient check with their health care professional (hcp) before activating a new program however. Patient services reviewed with the patient that the implant was only able to be increased and decreased manually and that it should be comfortable and in the bike seat area. The patient was going to contact their doctor to see if a program change was possible. The patient mentioned that the event date was ¿probably about 3 weeks ago,¿ which was noted to be a conflicting event date to what was previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they will let the healthcare provider (hcp) know about the issue. The root cause is unknown as the patient had it set at 1.9 volts and it was at 1.6 volts. No further complications were reported.